Manufacturer narrative:
Date of event is estimated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that she had her battery replaced a day prior to this call. Patient stated it quit working before it was supposed to and they don¿t know why it stopped working.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient reported that with their previous ins, they couldn't feel anything and they found out that the battery for the stimulator was no good, so they had the battery replaced. It was reported the ins battery was depleted. No further complications were reported or anticipated.